Event description:
It was reported that an explant of a 6900p-27mm implanted in the triscupid position occurred after an implant duration of approximately 6 years. The operative report indicated that the patient "underwent double valve replacement 6 years ago, this consisting of mechanical mitral prosthesis and a tissue valve to the tricuspid valve. The patient had done well for a period of time, and over the last several months has shown signs of worsening tricuspid valve dysfunction. Echo demonstrates rather severe tricuspid insufficiency now refractory to conservative medical therapy...the [explanted] valve was inspected and found to have significantly undergone degeneration". [Valve was replaced with another edwards 25mm magna pericardial valve without difficulties, and patient was taken to the ICU in stable condition]" note that this device is intended for use in the mitral position, and was implanted in the tricuspid position in this case.

Manufacturer narrative:
Method = device requested, but not yet received. Conclusion = device requested, but not yet received. The operative report received confirms the reported event and indicates the patient has also had a history of mitral valve disease/replacement. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device return is anticipated; however, not yet returned. Evaluation results will be reported once completed. The investigation reveals no information to suggest a device quality deficiency during manufacturing that may have cause or contributed to this event. Without product return, edwards is unable to determine the root cause of the reported degeneration/regurgitation leading to this explant.